Manufacturer narrative:
Stryker evaluated the customer's device but was unable to verify or duplicate the reported power issue. Stryker replaced the system ui connector for customer satisfaction. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device intermittently would not power on. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device intermittently would not power on. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Additional information: stryker determined that the cause of the reported and observed issues were due to the interface pcb assembly. Further root cause could not be determined. Corrected information: section h6 of the initial medwatch report (MFR report # 0003015876-2023-01227) indicates: device code: failure to power up - 1476 results code: no device problem found - 213 conclusion code: caused not established - 4315 section h10/h11 of the initial medwatch report (MFR report # 0003015876-2023-01227) indicates: additional mfg narrative ¿ stryker evaluated the customer's device but was unable to verify or duplicate the reported power issue. Stryker replaced the system ui connector for customer satisfaction. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined. Section h6 device code of the initial medwatch report (MFR report # 0003015876-2023-01227) should indicate: failure to power up - 1476 key or button unresponsive/not working - 4063 results code: electrical/electronic component problem identified - 4203 conclusion code: cause traced to component failure - 4307 section h10/h11 of the initial medwatch report (MFR report # 0003015876-2023-01227) should indicate: additional mfg narrative ¿ stryker evaluated the customer's device but was unable to verify or duplicate the reported issue. However, after further investigation it was observed that all buttons except the on/off button on main keypad was inoperative. Stryker replaced the interface pcb assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue of the device not powering on could not be determined. The cause of the observed main keypad issue was due to the interface pcb assembly.